Manufacturer narrative:
Date sent to FDA: 9/4/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient has experienced brain fog, chronic leg, buttock, thigh, good, and lower back pain. The patient has also experienced tinnitus, headaches, reflex, weight gain, anxiety attacks, skin issues, and breaking vessels. The patient has required varicose veins removing and is awaiting mesh removal that is scheduled in (B)(6) 2017. No additional information has been provided.